Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. At this time, no mako implant component has been known to have contributed to post-operative inflammation or infection. Further evaluation is ongoing, and a supplemental report will be filed if additional information is obtained.

Event description:
The surgeon had performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system on (B)(6) 2014. About two weeks later, the patient presented with an infection. The surgeon performed an incision and drainage procedure with no implant revision on (B)(6) 2014. A different surgeon performed another incision and drainage procedure; this time with a femoral head and liner exchange on (B)(6) 2014. When the surgeon was removing the liner, the size 58 shell came out. The surgeon performed manually reamed and implanted a size 60 shell with size 60 neutral liner, and a size 36 +3.5 head. The original size of the head was a 36-0.